Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's soft keys did not respond. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information d1, d3, d4: unique identifier (UDI) #. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, it was noted that there was damage to the keypad softkeys. The 1st row 2nd column soft key was losing sensitivity and was difficult to activate. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported condition was determined to be that the soft key was losing sensitivity and was difficult to activate. To resolve this issue, the keypad was replaced. Should additional relevant information become available, a supplemental report will be submitted.